Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. Sensor was replaced and returned for evaluation. Investigation of the sensor did not show any malfunction. Sensor performed as expected. Customer complaint cannot be confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient experienced inaccuracies in sensor readings leading to sensor removal and replacement.